Manufacturer narrative:
The devices that were pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: controller; chassis/frame; circuit board/electrical/electronic component. Problem identified; mechanical problem identified. 1 device: rod/shaft/mechanical problem identified. 1 device: circuit board/electrical/electronic component problem identified. The 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility and data. Evaluation results findings (components/results). 1 device: chassis/frame/mechanical problem identified. 3 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results). 2 devices: appropriate term/code not available/no findings available. 1 device: insufficient information/no findings available.

Event description:
No new information.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 130 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 7 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 138 malfunction events(s), where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was 1 event with patient involvement; the patient experienced muscle/tendon damage.